Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient unhappy with the vision. The patient incision was enlarged and suture for incision had done. The iol was exchanged for another lens model 3 months following the initial implant procedure. No further information available.

Manufacturer narrative:
The lens was returned on a sterilization strip in a non-company peel pouch. Solution was dried on the lens. Both haptics were broken (possibly cut) from the haptic/optic junction area (no returned). The lens was cut into multiple small pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the toric company 30 21.5 diopter (1.50cyl), add power +2.2 & 3.2 lens model was exchanged for a non-toric company 015, 20.0 diopter, (1.5 extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).